Event description:
This device was explanted due to noise on ff and rv egm with old and new rv lead. Throughout multiple troubleshooting steps still saw same amount of noise on ff and rv lead egm (new and old lead). Atrial egm unaffected. Md opted to implant a new device which showed no issues. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker and the header were visually inspected revealing no anomalies. An interrogation of the device was properly feasible. The iegms indicate signal crosstalk between the ventricular and atrial channels, in addition to the presence of noise. The pacemaker was subjected to electrical analysis to verify its therapeutic functionality. First, a sensing test was performed. Thereby the pacemaker sensed the simulated heart signals free of noise, proving the sensing functions to be as expected. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the device is fully functional. The analysis did not reveal any sign of a material or manufacturing problem. The root cause for the reported observation could not be determined. However, the integrity of the lead cannot be assured.

Event description:
This device was explanted due to noise on ff and rv egm with old and new rv lead. Throughout multiple troubleshooting steps still saw same amount of noise on ff and rv lead egm (new and old lead). Atrial egm unaffected. Md opted to implant a new device which showed no issues. No adverse patient events were reported. Should additional information be received, this file will be updated.